Manufacturer narrative:
Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that an infusion of fentanyl stopped unexpectedly. The event occurred in pediatric intensive care unit (picu). This was reported to bd associate during their site visit. There was patient involvement but no harm. Although requested, the additional information was not provided.